Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the moderately tortuous, moderately calcified and 90% stenosed anatomy contributed to the middle of the stent from not being well apposed to the vessel wall. Additionally, it is possible that interaction with the moderately tortuous, moderately calcified and 90% stenosed anatomy contributed to the reported stent break/fracture and/or the open cell design of the stent was mistaken for a break/fracture however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure as a 6x30mm absolute pro stent was then implanted to cover the initially implanted fractured stent to successfully complete the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 90% stenosed lesion in the left superficial femoral artery (sfa). A 6x40mm absolute pro self-expanding stent (ses) was implanted at the target lesion. After implantation, it was noted that the middle of the stent was not well apposed to the vessel wall and post-dilatation was performed with a non-abbott device. After post-dilatation was complete, imaging showed that the middle of the stent had fractured (broke). A 6x30mm absolute pro stent was then implanted to cover the initially implanted fractured stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.